Event description:
Replaced for no output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Other: it was reported that the device was replaced due to no output. Additional information was subsequently received reporting loss of ventricular output and ventricular asystole in a patient with complete heart block. Fluid on the device header, with condensation, was seen. The device was explanted. Loss of capture and high impedance was also noted during the replacement procedure. Information later received from an attorney alleges: "...pacemaker explanted and replaced due to a malfunction of the device; specifically, the device malfunctioned because of a loss of ventricular output from condensation fluid on the pacemaker header." No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination: device performed according to specifications: device evaluated and alleged failure could not be duplicated, capture, failure to impedance, high output, none, malfunction.

Event description:
It was reported that the device was replaced due to no output. Additional information was subsequently received reporting loss of ventricular output and ventricular asystole in a patient with complete heart block. Fluid on the device header, with condensation, was seen. The device was explanted. Loss of capture and high impedance was also noted during the replacement procedure. Information later received from an attorney alleges: "...pacemaker explanted and replaced due to a malfunction of the device; specifically, the device malfunctioned because of a loss of ventricular output from condensation fluid on the pacemaker header." No further patient complications have been reported as a result of this event.